Event description:
Boston scientific received information that the patient with this pacemaker system experienced dizziness and syncope. The patient had loss of capture on their right ventricular (rv) lead. The patient is in third degree heart block. Additionally, there was noise on a ventricular tachycardia (vt) event which showed pacing inhibition; however the inhibition was not greater than 2 seconds. Boston scientific technical services (ts) advised performing a rv lead revision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure for high pacing thresholds and loss of capture. The lead was unable to be explanted therefore was surgically capped. The patient received a new system on the right side due to the patient's anatomy.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be reproduced during laboratory analysis.